Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does an abnormal noise. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard was damaged. However, the cable was found to be in good condition. The motor and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling of the device can be the most probable root causes of damaged keyboard. The corroded motor would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) the preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device had an abnormal noise. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.